Manufacturer narrative:
The insulin pump was received with an error alarm during the self test due to faulty electrical component on the radio frequency board. A cracked reservoir tube lip was also observed.

Event description:
It was reported that the insulin pump alarmed with an error and was resetting itself for the past 3 days. The blood glucose reading was 166 mg/dl. The customer stated that a temp basal was programmed before the alarm occurred; explained that the temp basal delivery may have stopped. Instructed the customer to reprogram the temp basal function if necessary. Advised discontinuation of the device. Nothing further reported.